Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostyle device using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the first prostyle device was successfully pre-placed. For the second prostyle, steps 1 and 2 were performed successfully. During step 3, when the plunger was attempted to be removed, the plunger could not be removed. Therefore step 4 was not performed at all. Pre-close was abandoned. The sheath was upsized to 16f sheath and the procedure was completed. The second prostyle device was ultimately removed surgically, and hemostasis was achieved with surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The retraction problem was not confirmed. Entrapment of device cannot be replicated in a lab environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of the reported difficulties and the subsequent treatment are due to the circumstances of the procedure. Based on the returned device analysis; based on the analysis it is likely the lever may not have been fully opened and/or was inadvertently lifted from the fully open position during plunger advancement, or prior to plunger removal. If the lever is not fully open the follower can bind with the lever which could make full plunger deployment more difficult and cause difficulty removing the plunger. There is no indication from manufacturing for a defective plunger, nor was there any evidence for a contributing cause identified with the returned device other than the stress damage noted on the follower which is consistent with a interaction with the lever. D4- lot number changed from lot #2100241 to lot# 2111742.